Event description:
Device 1 of 7. Reference MFR report: 1627487-2014-15875, reference MFR report: 1627487-2014-15876, reference MFR report: 1627487-2014-15877, reference MFR report: 1627487-2014-15878, reference MFR report: 1627487-2014-15879, reference MFR report: 1627487-2014-15880. The patient was implanted with 2 leads in the occipital region and 2 leads in the supra-orbital region as part of his pns (off-label) system. It was reported the patient experienced an infection at the ipg incision site as well the lead and extension incision site. Surgical intervention was undertaken and the system was explanted. Cultures were taken and staphylococcus aureus was identified. The patient was placed on oral antibiotics.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 7. Reference MFR report: 1627487-2014-15875, reference MFR report: 1627487-2014-15876, reference MFR report: 1627487-2014-15877, reference MFR report: 1627487-2014-15878, reference MFR report: 1627487-2014-15879, reference MFR report: 1627487-2014-15880. Follow-up information indicated the patient completed his course of antibiotics and the infection has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.